Event description:
Revision surgery - pt demonstrated significant instability following the previous day's surgery, so revision of glenoid head, cup, and liner was done. (Instrument malfunction from previous days surgery is reported on MDR # 1644408-2009-00154).